Manufacturer narrative:
The device was evaluated by a company field service engineer (fse) that was dispatched to the customer site. A full performance check and power supply check was conducted. The pneumatics and driver controller board were also inspected during evaluation. The fse allowed the device to run for over an hour and was unable to confirm or duplicate the reported malfunction. All performance tests and calibrations passed without any issues.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. H4: device manufacture date is unknown.

Event description:
It was reported that the driver on the device stopped working twice while being used on a patient. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.